Manufacturer narrative:
Pump was monitored for 24 hours with multiple basal rate. Passed motor rewind, self test and displacement test. No external flash error alarm noted during testing. Motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 212 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.